Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require. Replaced the if board. The customer's complaint has been confirmed.

Event description:
It was reported during the initialization, l4-028, l4-033 occurred communication fail. There was no patient consequence.